Manufacturer narrative:
S.w version 6.5v. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged possible under delivery and high bgs found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 08-mar-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 08-mar-2023 listed on smartsolve. Daily total of all insulin delivered: 563250 (56.325 u). Daily total of basal insulin delivered: 305250 (30.525 u). Daily total of bolus insulin delivered: 258000 (25.8 u). On (B)(6) 2023 09:54:50.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 12:00:12.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 13:05:29.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 47000 (4.7 u). Bolus amount delivered: 47000 (4.7 u). On (B)(6) 2023 14:55:47.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 81000 (8.1 u). Bolus amount delivered: 81000 (8.1 u). On (B)(6) 2023 17:50:13.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2023 18:22:29.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:52:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:00:54.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. There were no unexpected pump errors/alarms noted 1 week prior to the event date 08-mar-2023 in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss), suspected on the pcba 1. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided in section b5 with this report.

Event description:
It was also reported that there was a loose retainer ring. It was also mentioned as reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 33.7 mmol/l. Troubleshooting was performed and found that the customer reported the pump was delivering. The customer was treated with a manual injection. The customer was reporting symptoms like nausea and difficulty breathing related to blood glucose values. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. The customer was advised to perform the high-pressure test and the pump got passed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.